Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reya2272 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer , at this time, for evaluation.

Event description:
It was reported that the nurse stated that the catheter was tested before its use and it was ok. In the afternoon, after passing the catheter, she realized that it had a hole, it was cut a piece of the catheter and placed a new repair, where the catheter became ready to be used. The catheter remained in the child until the day of her discharge.